Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used one 512sd (stretched gasket). The outer gasket on the 512sds split and leaked. 1seals were put over the leaking trocars. The surgeon also used one 1seal. The gasket was torn and leaked carbon dioxide. It was also replaced. There was no consequence to the pt.